Event description:
The patient had an episode where the a-line became dislodged. Once assessed, the physicians ordered the a-line to be discontinued. Upon discontinuing the a-line, the nurses noted that a large portion of the a-line was missing. It was discovered to still be in the patient's artery. A cut down was performed and the remaining piece of catheter was retrieveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.